Manufacturer narrative:
Product analysis the device was flushed and a 0.014¿ guidewire loaded successfully. The device was pressurised to nominal pressure of 8atms and rated burst pressure (rbp) but the balloon could not be inflated, and a visual inspection found the balloon bond was stretched image analysis the customer returned a video. The image shows a physician trying to fully deflate a rapidcross device, but the balloon will not fully deflate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a rapidcross pta balloon with a 45cm 6fr non-medtronic sheath and a .014x300 non-medtronic guidewire during treatment of a 150mm soft tissue lesion in the patient¿s left mid anterior tibial artery. Minimal vessel calcification was reported. Lesion exhibited 80% stenosis. Artery diameter reported as 3mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre or post dilated. A medtronic ac3200 inflation device was used. 30/70 contrast fluid was used. The balloon was not passed through a previously deployed stent. No resistance was noted during advancement of the device. It was reported that during inflation the distal half did not inflate initially, the pressure was inflated to nominal and no leaks noted on the device. There was no issue noted to the balloon catheter. The device did not fully deflate for removal. Physician used a 10cc syringe for negative pressure and balloon partially deflated after 20 mins and was removed without issue. The device was safely removed from patient. A new 3.0x150 rapidcross was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.